Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. An invasive procedure was performed and the physician found 'an insulation break at the header connector'. A new rate sensing lead was implanted.